Manufacturer narrative:
Unit received with intermittent down arrow buttons due to flattened dome switch. No button error alarms noted. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump alarmed button error. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 8.2 mmol/l at time of reporting. Nothing further reported.